Event description:
The international customer reported the ventilator could not boot up before use. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service provider reported the device power supply required replacement to address the reported problem. The customer refused the estimate for repair and service.

Manufacturer narrative:
Customer refused repair.